Event description:
It was reported that the patient underwent a spinal procedure for l1 burst fracture at 512-l2. The break off set screw reportedly could not be twisted off during the procedure. The set screw was implanted with the break off tab on the screw. No other complications were reported.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determined the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.